Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during therapy, the intra-aortic balloon (iab) was not working due to an unknown issue. The cardiac cath lab contacted perfusion for assistance. They changed out the console being used but this did not resolve the issue. The iab was removed and replaced with a new one without incident. The patient was stable during the procedure and change out. There was no patient harm or adverse event reported.